Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left main coronary artery that was heavily calcified and 90% stenosed. The nc trek 3.5 x 15 mm balloon was being used for post-dilatation when it ruptured during the first inflation at 12 atmospheres. Another nc trek was used to complete the post-dilatation procedure. There was no reported resistance during advancement to the lesion and the device was prepped as per the instructions for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.